Event description:
The manufacturer received information alleging a ventilator was alarming for a "critical error". There was no harm or injury reported. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition was observed. The device's internal battery needs to be replaced to address the issue. No repairs were performed. The device was scrapped.